Event description:
Pt called lfs on 2/7/2 alleging their ot basic meter would turn off during use. The incident reported occurred in 2002. Pt stated that the meter began shutting off when they tried to take a blood test. Pt stopped using the meter but continued to take a set amount of insulin and oral medications. Pt stated that normally pt would take more insulin if their results were higher, but because pt could not test, pt took the set amount. Two weeks later pt began to feel tired, sleepy, and had painful urination so pt went to their physician. He tested pt's blood sugar and told pt it was 500 mg/dl. The physician instructed pt to go to the hospital where pt was admitted for 5 days and treated with insulin. The issue with the meter was not resolved. The meter has been replaced.